Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the device did not rotate and had a hole in the hose near the muffler. It was further noted that the teflon seal was protruding from the swivel and the vanes were worn out and broken which caused the device not to rotate. It was determined that the issue with the vanes and teflon seal was consistent with normal wear over time. The assignable root cause was determined to be component damage from normal use and servicing over time. The failure was caused by worn out components. The assignable root cause of the hole in hose near the muffler was determined to be due to an assembly tooling issue / manufacturing fixture. This issue has been captured in a CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the motor device was not working. It was reported that there was no delay in the procedure as an identical spare device was available for use. It was reported that the procedure was successfully completed. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.